Event description:
It was reported that during a procedure, the devices caused extra bleeding and lengthen the case. No details provided on the bleeding or length of time added to the procedure. A new device was opened and used to complete the procedure. No other details were given. No patient impact reported. (B)(4)

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good physical condition. The device was tested with a generator and was functional. The cutting of test media performed as expected. There were no anomalies noted with the functionality of the device